Event description:
It was reported that during a surgical procedure, the rover's smoke evacuator stopped functioning. The surgical team restarted the unit and completed the procedure with this same equipment. There was no report of any pt or user exposure to surgical plume. No pt or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A MFR field svc tech was dispatched to the user facility to evaluate the device, however, was unable to replicate the reported complaint.